Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The target lesion was the lad. During the index procedure, a resolute onyx drug-eluting stent was introduced into the guide catheter, but was not implanted. The stenosis was too calcified and therefore no stent was subsequently implanted due to severe calcification in the vessel. On the same day, post procedural lab result showed high-sensitivity troponin. Sponsor assessed the result as a myocardial infarction.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.